Event description:
A report was received from the USA indicating the alarm was not working on the device. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer support engineer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The device completed performance verification and all tests and calibrations per manufacturing specifications. The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).